Event description:
It was reported asystole occurred. It was reported that during the first ablation in the left superior pulmonary vein lipv, using the farapulse system, 34 seconds of asystole occurred. The asystole was confirmed on the body surface signals displayed on the non boston scientific bsc system, and the recording system. Ther reported was the first to notice the asystole at around 4 seconds into the asystole on the recording system. The cs catheter was used to pace in the coronary sinus. There was no conduction to the ventricle. There were no qrs signals displayed on the mapping or recording system. When the physician was about to t advance the cs catheter into the ventricle, the rs signal returned on its own. The physician administered glycopyrrolate. The procedure was continued and completed with no further issues. The last known patient status was stable. A non bsc system was used for mapping and the farapulse system was used for ablation. Two non bsc mapping catheters were in the patient at the time asystole was noted. The farawave return status is unknown. No further information is available.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.